Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked at the fill port during the load process. Reportedly, customer successfully loaded the same cartridge each time and insulin delivery was resumed. Customer's blood glucose was approximately 90-181 mg/dl.